Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03729. It was reported the patient experienced a csf leak during his trial procedure. As a result, the patient developed a headache. Non-invasive treatment such as caffeine drinks and lying down were used to no avail. Subsequently, the physician explanted the trial scs leads and performed a blood patch. The headache resolved with the surgical intervention.